Manufacturer narrative:
Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device showed all three icons (charge-pak, attention and service wrench) in the readiness display. All three icons showing is an indication that the device may not have sufficient power to deliver effective defibrillation to a patient, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Device returned to manufacturer, of the initial medwatch report should indicate: yes. Date device returned to manufacturer, of the initial medwatch report should indicate: 07/31/2015. Follow-up information: physio-control evaluated the device and verified the reported issue. It was observed that the digital pcb assembly caused an intermittent current draw. Physio-control then further evaluated the digital pcb assembly and determined that the cause of the reported issue was due to an integrated circuit (ic) chip, designator u4 on the digital pcb assembly. This ic chip, designator u4, caused an intermittent current draw which in its turn depleted the device's internal hybrid layer capacitor (hlc) batteries and the charge-pak battery charger. A replacement device was provided to the customer under warranty.

Manufacturer narrative:
Mfg date: the initial medwatch report indicates: 02/23/2015. The initial medwatch report should indicate: 02/12/2015.